Event description:
Sigma 8000 programmable infusion pump caught fire during pt use. Fire occurred on lower occlusion sensor located near release lever on bottom of pump channel. This is second occurrence of this type of failure on this pump model.